Event description:
It was reported that the patient with diabetes had called in to report past line block issues. The first event had been resolved by changing all supplies including the cassette, tubing, and site. The second event had been resolved with only a site change. There was patient involvement, and no patient injury. The event occurred on multiple dates, and this report captures the first of two incidents.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.